Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint. Failure analysis found the primary failure of the failed clip test to be related to the customer reported complaint. The large hem-o-lok clip applier instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The clip test was performed and passed on the 1st and 2nd attempt, but failed on the attempts 3-6. Fa found a secondary failure of the loose grip cable to be related to the customer reported complaint. The large hem-o-lok clip applier instrument was found to have a loose grip cable, likely causing the clip test failure. The housing was removed and found no clamping pulley or input disk damage. The root cause is attributed to a component failure. Additional observation(s) not reported by the site and not related to the primary failure were also identified. The large hem-o-lok clip applier instrument was found to have one or more of the housing snaps broken. The root cause of the broken snaps of the instrument housing is typically attributed to mishandling/misuse. The instrument was also found to have the housing broken on one of the corners. A piece, measuring approximately 0.172¿ x 0.201¿ was returned with the instrument. The root cause of the broken instrument housing is typically attributed to mishandling/misuse. A review of the instrument log for the large hem-o-lok clip applier (470230-12/ n101905220100) associated with this event has been performed. Per logs, the large hem-o-lok clip applier instrument was last used in a procedure on (B)(6) 2022 via system (B)(4). The alleged instrument had 41 uses remaining after the last procedural use. A review of the site's complaint history found that there were no other complaints for this product. No image or video of the last procedure was provided for review. This complaint is being reported based on the failure analysis findings: the large hem-o-lok clip applier instrument had a failed clip test with the finding of a loose grip cable. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported during a da vinci-assisted cholecystectomy surgical procedure, the 8mm large hem-o-lok clip applier instrument had a clip malfunction. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter but no further information related to the event was provided.